Event description:
It was reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported. This pacemaker has not returned for analysis.

Manufacturer narrative:
This device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. It was noted that this device is being sent back for analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.